Manufacturer narrative:
It was concluded that all three screws fractured by metal fatigue cracking. The crack propagated by further metal fatigue leading to an eventual fracture of the screws. Fatigue cracking is caused by the screw bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (I) excessive patient activity levels prior to full bone union, and (ii) chronic nonunion or mal-union of the bone fracture. No materials or manufacturing flaws were found in this investigation.

Event description:
It was reported that a revision surgery was required to remove three broken screws.